Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. If further pertinent information is provided, this investigation will be updated at that time.

Event description:
It was reported that this patient underwent a surgical procedure to adjust the implantable device to a sub-muscular position per physicians discretion. After this procedure, this right atrial (ra) lead exhibited increased threshold measurements. As a result, the physician elected to remove and replace the lead. No adverse patient effects were reported.